Event description:
It was reported that the patient experienced a loss of therapeutic effect and a loss of bladder control. The patient was not urinating as much as they normally would. It was reported that the patient went on a cruise from (B)(6) 2012 to (B)(6) 2012 and about half way through the trip they were not feeling the zapping sensation and were not urinating as much. The patient turned stimulation up and began to urinate more. It was noted that when the patient turned the stimulation up, they started to feel more pain as well on the left side of the labia area. The patient felt like there was a sharp needle sticking them. It was reported that normally the patient had stimulation on 2.3v on program 2 and had turned it up to 2.6v. When the patient came home they turned their stimulation back down again to 2.3v and the retention was doing fine and the pain was not so extreme. It was noted that when the patient was on the cruise ship they didn't have any falls or trauma. The patient never went directly through security gates but had to walk next to them. It was reported that one of the gates at the airport was flashing red when she was about 1 foot away from it. It was noted that the patient's stimulation was on each time.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-33, lot# v772513, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), implanted: (B)(6) 2011, product type: programmer, patient. Product ID: 3093-33, lot# v772513, implanted: (B)(6) 2011, product type: lead. (B)(4).